Manufacturer narrative:
The lot number could not be identify for these event devices. Both returned bags are analyzed and observed the damaged site. Both bags are noted that the broken site is on the seam. The broken portion showed fatigue stretch originating from the torn area of the bag. The observed condition may occur if the bag is subjected to a pulling or stretching force, thus rupturing the seam. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Thus, the bag broke on the seam due to the excessive force applied on the endo bag when it is removed from the port site. There were no another bag broke while it was pulled out with a specimen inside for the same lot. It is clearly stated that the product should be used following steps mentioned in the IFU. The evaluation results have been completely presented at the summary report. There are no further information could be provided.

Event description:
As reported by the user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "bag broke and bile spilled into the abdomen, patient had to be admitted to the ICU. Follow up with facility revealed that there were two (2) sb936 devices utilized on this patient. The device broke before the specimen was placed in the bag. A second device was then utilized and broke after the specimen was placed in the bag, causing the admission to the ICU. Both devices were received at conmed corporation on 7-jan-2017. The evaluation of devices revealed the devices had two (2) different lot numbers, 8251608190 and 8251605091. It is unknown which lot belongs to which device. There are two (2) complaint records associated with this complaint, this (B)(4). Although multiple attempts have been made, to date there has been no additional information received regarding clarification of devices used or the patient's current condition.

Manufacturer narrative:
Both devices were received to investigate the cause by manufacturer. The returned devices are broken bag components. At the same time, the further information has been required to understand the complete event to the distributer. To date, the distributer has no additional descriptions to provide for manufacturer due to hospital had no further messages. The internal discussion continue to analyze the relative factors to lead the bag damage. The evaluation of devices revealed the devices had two different lot numbers, 8251608190 and 8251605091. The manufacture date is 08/16/2016 for lot number 8251608190 and the expiration date is 08/15/2021. The manufacture date is 05/12/2016 for lot number 8251605091 and expiration date is 05/11/2021. It is unknown which lot belongs to which device. The advanced evaluation results are completely presented at the follow up report and the report will submit to FDA.

Event description:
As reported by the user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "bag broke and bile spilled into the abdomen, patient had to be admitted to the ICU. Follow up with facility revealed that there were two (2) sb936 devices utilized on this patient. The device broke before the specimen was placed in the bag. A second device was then utilized and broke after the specimen was placed in the bag, causing the admission to the ICU. Both devices were received at conmed corporation on 7-jan-2017. The evaluation of devices revealed the devices had two (2) different lot numbers, 8251608190 and 8251605091. It is unknown which lot belongs to which device. There are two (2) complaint records associated with this complaint, (B)(4). Although multiple attempts have been made, to date there has been no additional information received regarding clarification of devices used or the patient's current condition.